Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bypass of gastroenterostomy, the first firing for duodenum resection was successful. For the second firing for stomach resection, the surgeon started to fire the device, however the device was stopped at once. The pushed the silver button and removed the device from the tissue. Replaced by a new cartridge, the firing was completed with no problem. The surgical time was extended by less than 30 min. The status of the patient is alive with no problem.